Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that over 2.5 years after the dental implant and abutment were placed in ada site 13, the implant had lost osseointegration in type ii bone. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that over 2.5 years after the dental implant and abutment were placed in ada site 13, the implant had lost osseointegration in type ii bone. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).